Event description:
After deploying 7 x 120 x 120 everflex stent, the distal tip of the stent catheter got stuck on the transition of the supracore 260 wire. After using hemostats to slide it back, the wire had to be removed because the distal tip had come apart and was stuck on the wire. New wire was used, no issues to pt. Diagnosis or reason for use: ptca.